Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. In addition, a fine non oversensed noise was noted on the right ventricular (rv) lead. Technical services (ts) suspected possible ra lead fracture, but it was not conclusive, therefore, further testing and reprogramming options were recommended. No adverse patient effects were reported. This device remains in service.